Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Visual inspection of the device was performed and revealed that there are two bends located at approximately 6.2cm and 10cm from the distal end. Both bends are bent toward the outside curve and there is a slight twist in the bend at 10cm. There is dried body fluid on the tip. The catheter was intact. An electrical test was performed on all electrodes with multimeter. All electrical measurements were within specification and typical. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A 115cm viking¿ fixed curve diagnostic catheter was selected for use. During the procedure, it was noted that the fold on the probe caused a loop. X-rays were done trying to remove the probe. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A 115cm viking¿ fixed curve diagnostic catheter was selected for use. During the procedure, it was noted that the fold on the probe caused a loop. X-rays were done trying to remove the probe. No further patient complications were reported.